Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d224drg ICD, implanted: (B)(6)2009. (B)(4)

Event description:
It was reported that the right ventricular (rv) lead triggered an alert for low impedance on the rv defib and superior vena cava (svc) coils. A potential insulation breach was suspected. The lead was replaced. No patient complications have been reported as a result of this event.